Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3-4 weeks ago prior to contacting lfs. The cca was advised the patient manages his diabetes with regular insulin (10 units). The patient continued to take his usual dose of medication. On the morning of (B)(6) 2010, the patient stated he felt symptoms of "high blood sugar, vomiting and keytones." That same morning, the patient went to the emergency room (ER) and obtained a blood glucose result of "409 mg/dl" on an ER/ hospital device. The patient was administered intravenous (IV) fluids. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia which required intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.